Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drugs being delivered according to a printout from (B)(6) 2019 were 940 mcg/ml fentanyl, 1.2 mcg/ml prialt (ziconotide), and 2.1 mg/ml bupivacaine, all with unknown doses. It was reported that the patient ¿had been through this before with pump going dry.¿ there were no further complications reported/anticipated.